Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: gas tube is filled with residue caused due to liquid intrusion. / pump unit has liquid inside. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: printed circuit board to be replaced due to light source pin damage, causing blackout images. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the subject device presented a black picture with floaters and the error code 30 scope connection. The issue occurred during set up (inspection for use), before patient in room. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.